Manufacturer narrative:
H10: a service engineer (se) reported that the central processing unit (cpu) board, and motor control (mc) board were replaced. The se noted that flow sensor assembly is on order. The investigation is ongoing.h11: (device) problem code grid

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was leaking when powered off. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was leaking when powered off. Onsite service was requested. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the service engineer (se) and reported that the leak could not be confirmed at the time of the evaluation, due to additional malfunctions being observed, which will be addressed separately. The investigation is ongoing.

Manufacturer narrative:
The service engineer (se) reported that the flow sensor assembly was replaced and performed a test and verification procedure. The device passed all testing and was returned to service.